Event description:
Per the clinic, the patient developed skin overgrowth on the abutment. The patient underwent a procedure to debride the area which was also treated with injectable steroids (specific date not reported). The implanted device remains.